Manufacturer narrative:
(B)(4). Investigation summary: an empty opened foil and a needle of product code vr944, lot ka8hlpd0 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and marks were observed on the body and edge of the needle that appears to be by the use of a surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the pull off suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device, vr944, ka8hlpd0 number, and no non-conformance were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during child birth on (B)(6) 2019 a suture was used. During the procedure, the needle was detached from the suture though tension was not applied during suturing on the perineum. It was not a control release needle. There were no adverse patient consequences reported.